Manufacturer narrative:
No device was returned for evaluation and no photographs were provided. Multiple requests for additional information were not successful. The contract manufacturer conducted a review of the manufacture records for the lot number reported. Their investigation revealed the device was manufactured and inspected according to specification with no non-conformances or abnormalities. The manufacture process includes a 100% leak test performed as a last step in the process. This test would have detected any leaks, holes, or weak spots if it had existed at the time of manufacture. Without an evaluation of the device a root cause cannot be determined but is not likely manufacture related. The instructions for use (IFU) contains the following warnings and precautions: do not use sharp instruments near the extension tubing or catheter lumen. *do not use scissors to remove dressing. Catheter will be damaged if clamps other than what is provided with this kit are used. Clamping of the tubing repeatedly in the same location may weaken tubing. Avoid clamping near the luers and hub of the catheter. *do not clamp over guidewire or stylet - tubing may become damaged. Examine catheter lumen and extensions before and after each treatment for damage. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Upon routine assessment of the patient for dialysis, spots of frank blood noted on patient's shirt. Further inspection of the catheter revealed a pin hole defect on the arterial port of the hemodialysis catheter.

Manufacturer narrative:
Our investigation is ongoing. A follow up report will be submitted when the investigation is complete. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.